Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported "defective keypad" was confirmed and reproduced through the evaluation of this unit. The pump in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent keypad response of the number 0, 1, and 2 keys. This intermittent response was caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced.

Event description:
It was reported that a spectrum pump had a defective keypad. It was also reported that there was no patient injury.